Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.